Event description:
It was reported by the affiliate that the (1) al326 was used during a digestive procedure. It was reported that the broken jaws fell into the pt and were removed by the surgeon. The case was completed with another instrument and there was no consequence to the pt.